Event description:
A falsely elevated ctni result of 5 . 22 ng/ml was obtained on a patient sample. The sample was collected three more times on three separate days resulting in 4.86, 5.35 and 4.90 ng/ml. ECG performed on the patient and determined to be normal. Sample was run with alternate methodology and the result was 0 ng/ml. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated ctni result. Ctni results were repeatable on different samples. The redrawn sample resulted in a value that was normal on an alternate methodology which matched the clinical impression. Because of these facts, a non specific binding interference is the most likely cause for this event.

Manufacturer narrative:
No further evaluation of the device is required. The IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference rom heterophilic antibodies.